Event description:
It was reported the device reached eri (elective replacement indicators) only 29 months after implant. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis found pacing current drain levels were higher than normal for this device. It was determined that a high current drain condition, on an integrated circuit at the hybrid level, was responsible for the reported early battery depletion.